Event description:
Restylane was injected above pt's chin area below lips on the right and left sides. It was not FDA approved at that date. The pain of the injections was extreme and the results were unsatisfactory due to the lack of specific professional training and education on the correct use of the device, which could have been available once FDA approved. In addition,once it gained FDA approval in 2003, the FDA advisory panel noted that "there was limited data in the study on the safety of restylane in non-caucasians." Pt was not made aware of any of the above issues before or during the time of the injections. The deceptive act is, in pt's opinion, declared unlawful by the FDA and the medical board of the state. In pt's opinion, use of non-FDA-approved drugs and devices is unethical and illegal. As a result of this deceptive act, pt suffered injury and loss of money as follows: in pt's opinion, they experienced a severe reaction. Irritated, red bumps and swelling remained at the injection sites for up to 12 weeks. After 12 weeks, the severe reactions subsided but the injection sites showed no improvement compared to before having the injections. Also, since that time, there has been distinct pigmentation change at the site of injections compared to adjacent skin, as well as slightly raised bumps. Both the pigmentation and bumps remain today. Pt has lost the money they paid for the restylane injections of $450 and $1150 for the "twin peel" series that they regret utilizing and will no longer utilize due to the loss of trust in the services provided. In addition, pt will lose add'l money by having to consult a new doctor for correction of the pigmentation and bumps at the injection site. This monetary loss doesn't even take into consideration the emotional scar of the unnecessarily painful procedure that has resulted in unfavorable reactions.